Event description:
Healthcare professional reports "bizarre sterile abscess" at the injection site 1 year post injection with 1 ml juvéderm® volift¿ with lidocaine to the nl region. IV antibiotics provided as treatment. Keflex given the following day. 11 days later, numerous hyaluronidase injections administered into tissue nodual. Symptoms have not fully resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient injection with 2 syringes of juvéderm® volift¿ with lidocaine in the lips and bilateral lower face. 11 months later, patient presented with large fluctuant red mass at the right lateral aspect of the mouth. Patient denied any systemic symptoms. Patient was sent to ER for I&d. Ac&s of the lesion demonstrated no growth. All lab work done in the ER was normal (including cbs). Patient received IV cefazolin 2 gm qd x 3 days, and then was stepped down to po cefadroxil 500 mg. Po bid x 5 days. Since then the lesion has had the consistency of scar tissue. Two injections of hyaluronidase, 600 units total, have not made a difference in the size of consistency of the lesion.¿

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports "bizarre sterile abscess" at the injection site 1 year post injection with 1 ml juvéderm® volift¿ with lidocaine to the nl region. IV antibiotics provided as treatment. Keflex given the following day. 11 days later, numerous hyaluronidase injections administered into tissue nodual. Symptoms have not fully resolved.